Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and installed known full helium tank and immediately detected an audible leak emitting from the hospital cart. Troubleshot device and discovered a significant leak at the inline connection in the hospital cart. Also discovered several bent and kinked pieces of helium tubing within the hospital cart. To fix the issue, the fse replaced the tubing assembly, o-ring, and performed all functional and safety checks to meet factory specifications. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5.